Event description:
A healthcare worker complained of itchiness and skin discoloration on the hand upon removal of a load from a completed cycle. The worker's symptoms resolved within twenty-four hours and no medical attention was required. The vaporizer plate was not in place at the time of the event.